Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch catheter for which biosense webster¿s product analysis lab (pal) identified the second electrode was lifted.it was initially reported by the customer that during the operation, after removing the catheter from the patient, the catheter tip (electrode on the catheter) was found damaged (deformed). A second device was used to complete the operation. There was no adverse event report.the customer's reported damaged catheter was not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 29-jun-2026, the bwi pal revealed that a visual inspection of the returned device found the second electrode was lifted. These findings were reviewed and assessed the issue of a ¿lifted¿ electrode as an MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details:the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection of the returned device was performed in accordance with j&j medtech procedures.visual analysis of the returned device revealed that the second electrode was lifted, no manufacturing deficiencies or assembly defects were observed.a manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified.the issue reported by the customer was confirmed. The potential cause of the electrode damage could be related to the handling of the device during the procedure; however, this could not be conclusively determined. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications.this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.manufacturer's ref. # (B)(4).